Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during morning check out by nurse, the cardiosave intra-aortic balloon pump (iabp) unit has an alarm on power up. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being found that the power up code 14 and an alarm was heard. Then it was being found that the vacuum was low and so was the pressure. But the fse was able to adjust the vacuum into spec but was unable to adjust the pressure. Then the fse had further replaced the compressor, scroll which took care of this issue. After that the fse had performed all the functional and safety tests and all the tests were being passed. The unit was returned to the customer and cleared for clinical use. There is no involvement of the patient during this incident.the failure analysis and testing dept. Received the following parts associated with this complain. Part was received with a reported failure of a power up code 14 and the pressure unable to adjust.performed a visual inspection found the part to be in good condition.the fat installed the part in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual. Could not confirm the reported failure.retaining the part in the failure analysis and testing department per procedure.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.